Event description:
When contrast was injected via automatic injector, the clave would not allow forward flow. So, contrast leaked out all over the table instead of going into the patient. When tech didn't see contrast on images, she discovered it had leaked. When she attempted to flush with saline, it would not flow and leaked out from the clave connector instead. We had to restart the IV in the other arm and repeat the procedure and injection. Manufacturer response for microclave clear connector, (brand not provided) (per site reporter). Product has been returned for evaluation.